Event description:
Customer reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to plug the wall adapter into a working outlet and wait at least 30 consecutive minutes to see if the pump begins charging and planned to follow up on the situation. Upon follow-up customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did not lead to a pump shutdown. Pump began charging. No further assistance required.